Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to properly communicate with external power sources; when connected to a battery, critical battery alarms were triggered, and, when connected to a controller ac adapter, the controller exhibited controller reset events. However, the controller was still able to receive power from both power sources and supply power to a motor fixture. Functional testing also revealed an incorrect date/time on the controller display. Internal inspection did not reveal any anomalies. Supplemental testing revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the main integrated chip responsible for the operations of the controller and may have caused the observed controller resets, and is also connected to the real time clock circuit and may have caused the date/time stamp to remain frozen. After the faulty components were re placed, the controller performed as intended. Considering that the controller was able to receive power from both power sources, the reported "not providing power" event could not be confirmed. However, it is likely that the observed controller resets and alarms w hen power sources were connected to the controller are associated with the reported event. The most likely root case of the controller alarms, reset events, and incorrect date/time on the display can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was not providing power in port one. The device was tested with the batteries and controller ac adapter providing the same result. The controller was exchanged. No patient complications have been reported as a result of this event.